Event description:
Customer stated that "the actual pad itself caught on fire and burned mattress." Product was returned for investigation. An investigation was done into the customers complaint, and the inspector found that the product had a burn hole in it. It appeared as though the customer was laying or folding the pad while it was in use. The product was approx. 19 years old when the incident occurred.